Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they received a "replace sensor" message from the adc device. The customer was able to be contacted and indicated that due to this issue, they were unable to obtain readings and experienced a loss of consciousness. The customer self-treated with a sugary drink and no third-party intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approved software. Sensor data was analyzed and no abnormalities were observed. No malfunction or product deficiency was identified. An extended investigation has been performed on the reported complaint for a sensor related error message and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section d4 (serial number) was updated from (B)(6) to (B)(6) based on returned product download. Section h4 (device mfg date) 05/03/23 to 03/11/23.

Event description:
A customer reported via webform that they received a "replace sensor" message from the adc device. The customer was able to be contacted and indicated that due to this issue, they were unable to obtain readings and experienced a loss of consciousness. The customer self-treated with a sugary drink and no third-party intervention was reported. There was no report of death or permanent impairment associated with this event.